Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a general comment was made in regards to the omnilink elite stents in the 10 mm size that have the incorrect sheath introducer (6f) on the packaging. No more specific details were provided and as the product feedback was not from a hospital it is not specific to any devices or patients in particular. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported general comment with regards to interaction between the omnilink elite 10 mm stent and introducer sheath (6f) was assessed as a possible operational context. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. The UDI is unknown because the part number and lot number was not provided.